Manufacturer narrative:
Na

Event description:
It was reported that the ventilator's lights started flashing and the ventilator shut off with an audible alarm while connected to a pt. The pt was manually ventilated and placed on another ventilator. No pt harm reported. The ventilator was removed from the trauma room and plugged into the electrical outlet to charge. After an hour, the ventilator was turned on. The same flashing lights and alarming continued but they were unable to turn the ventilator off. The ventilator was tested in the biomed department. Biomed performed the power on test while on ac power, ran the vent check test and all tests passed.